Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject devices have not been returned to omsc for evaluation. There was no malfunction report of the subject device associated to the reported patient outcomes. Since the serial number of these devices were not informed, omsc could not confirm the manufacturing history. The exact cause of the reported event could not be conclusively determined.

Event description:
On october 25, 2018, olympus medical systems corp. (Omsc) received a literature titled ¿the study for placement of duodenal stent on malignant gastrointestinal tract stenosis¿. The literature reported the study result on 32 procedures for tumor-bearing patients who underwent stomachic / duodenal stent placement endoscopically between january 2014 and february 2018. The literature reported that olympus endoscopes (tjf-240, jf-260v or gif-2t240) and non-olympus stents (niti-s or wallflex) were used in the procedures. In the subject procedures, pancreatitis in 2 patients and cholangitis in 1 patient occurred. There was no information on which model of the endoscope was used in each procedure. Olympus tried to obtain detailed information, but additional information has not been obtained at the present. Olympus is submitting MDR according to the number of the complication case. This is 2nd of 3 reports.